Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The surgeon was suturing the abdominal region when the loop of the suture broke. The suture was fragile. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred at the end of a laparotomy, while attempting to close the skin. The surgeon threaded the suture strand through the loop and locked it, but the loop snapped. The suture was not treated or hydrated, and was removed from the packaging one minute before use. To correct the issue, the surgeon used another monofilament absorbable suture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred at the end of a laparotomy, while attempting to close the skin. The surgeon threaded the suture strand through the loop and locked it, but the loop snapped. The suture was fragile. The suture was not treated or hydrated, and was removed from the packaging one minute before use. To correct the issue, the surgeon used another monofilament absorbable suture. No patient injury.